Event description:
Nurse reported that the luer valve was "probably not tight." The issue occurred at the inflation port.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional pt / event details have been provided to date. The lot number was not available; therefore, the specific manufacturing site cannot be determined. Both potential manufacturing sites are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).